Event description:
During deployment of g2 vena cava filter, the pusher separated from sheath connecter resulting in loss of progress and leakage of saline drip fluid. This was noticed by scrub nurse. Pusher could be reattached and procedure could then be advanced and deployed without add'l issues.